Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a bd message alert indicative of a potential premature battery depletion (pbd). It was also reported that the device presented normal beeping alert, that came to pass after the patient had an MRI done. The device battery decreased from 10% to 1% in 4 month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was successfully replaced with a new device. This device is not expected to return for analysis. No additional adverse patient effects were reported.